Event description:
Reference MDR #1219856-2009-00573 for the first report involving same pt. It was reported that while in cath lab, the intra-aortic balloon (iab) was prepped and md inserted sheath into pt's left femoral artery. After iab was inserted, pump was unable to time deflation, there was an abnormal pressure waveform and pump alarmed immediately with a "high pressure" alarm. Pt became ectopy, hypotension. Md attempted to thread the spring wire guide (swg) through iab to advance it, however, swg became stuck. Md made the decision to remove this iab. Upon removal of iab from the left femoral artery, iab catheter was inspected and it was revealed that the tip 1/3 of balloon was still wound and unable to inflate. Md was unable to manually unwind iab. "The balloon plastic was very stiff." Md inserted a third iab through a sheath via right femoral artery. After placement of the third iab, they were able to get augmentation time and deflate iab without complications or problems. The pt was stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.